Event description:
It was reported that during a brevera procedure on (B)(6) 2025, the customer received a driver error after the biopsy needle had already been inserted into the patient. As it was not possible to continue the biopsy, the customer removed the needle from the breast, restarted the device, and attempted to complete the biopsy with a second needle. However, the driver error persisted, and the procedure was aborted. No samples could be taken, and the patient was rescheduled to undergo another biopsy at a later date. A field engineer was dispatched to examine the equipment and found the device gearbox was jammed. The field engineer rectified the jammed gearbox and performed several test runs with no abnormalities. No further information is currently available.

Manufacturer narrative:
The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.